Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue. During troubleshooting with tandem technical support, the malfunction alarm was cleared.